Event description:
It was reported the balloon was inflated, deflated and removed; however, upon removal of the catheter, it was observed that the stent remained crimped on the catheter, proximal to the balloon. There was no pt injury. The procedure was completed using another MFR's device.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process and qc testing. This lot met all release criteria. The device was returned for eval and the balloon appeared to have been inflated and the stent was not present on the device. The balloon was examined under magnification (microscopic 10x) and stent crimp impressions were present on the balloon. This indicates that the stent was crimped on the balloon during the mfg process. The investigation is inconclusive as the device was not returned in its entirely. The definitive root cause could not be determined based upon the available info.